Event description:
It was reported that the needle would not disconnect from the bd nexiva¿ closed IV catheter system after placing the catheter in the vein. The following information was provided by the initial reporter: "patient harm: unsuccessful IV sticks result in pain, bleeding, bruising, and swelling at the site. A pressure dressing is applied minimize bleeding and swelling. 2nd attempts must be made... We have saved packaging from the IV catheters that were defective. Certain lots are very difficult to advance. The plastic tubing appears to stick to the needle and won't disconnect smoothly to advance into the vein. We also have issues with some catheters not priming with blood after the advancement, even though later we confirm the catheter is in the vein. We've also had issues with the needle not disconnecting from the catheter after placement despite loosening and taking all the advanced measures the reps showed us. This results in us having to remove a perfectly good line for no other reason than a defective catheter set."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle would not disconnect from the bd nexiva¿ closed IV catheter system after placing the catheter in the vein. The following information was provided by the initial reporter: "patient harm: unsuccessful IV sticks result in pain, bleeding, bruising, and swelling at the site. A pressure dressing is applied minimize bleeding and swelling. 2nd attempts must be made. We have saved packaging from the IV catheters that were defective. Certain lots are very difficult to advance. The plastic tubing appears to stick to the needle and won't disconnect smoothly to advance into the vein. We also have issues with some catheters not priming with blood after the advancement, even though later we confirm the catheter is in the vein. We've also had issues with the needle not disconnecting from the catheter after placement despite loosening and taking all the advanced measures the reps showed us. This results in us having to remove a perfectly good line for no other reason than a defective catheter set."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.